Event description:
Patient heard a "poof" noise and alerted nursing staff via nurse call system. Nurse noticed an odor in the room and the patient pointed to the IV pump cord plugged into the wall. Nurse noticed black residue on outlet. Nurse had patient transferred to another room. Pump was replaced and sent to biomedical engineering. Building & engineering was called to inspect outlet.